Manufacturer narrative:
(B)(4). Additional concomitant medical products: all poly patella, catalog #: 00597206535, lot #: unk; femoral component, catalog #: 00596401651, lot #: unk; unknown bearing, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. A supplemental will be filed once the investigation is complete. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06382, 0001822565-2018-06383, 0001822565-2018-06385. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing a pinching sensation and clicking noise affecting patient's gait and balance.

Manufacturer narrative:
Upon evaluation of additional information received, it was determined this product was reported under the incorrect MFR#.

Event description:
No further event information available at the time of this report.